Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold was varying and slowly elevating. The output was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.